Event description:
Manufacturer ref # (B)(4).

Manufacturer narrative:
It was reported that the compressor did not start. The hospital came to the conclusion that the compressor motor was faulty. After they replaced it, the compressor worked normally. No goods or device logs were returned for investigation. The manufacturer has no responsibility for the safe operation of the system if installation, service or repairs are performed by persons other than those authorized by the manufacturer. Only accessories, supplies, and auxiliary equipment recommended by the manufacturer should be used with the system. Use of any other accessories, spare parts or auxiliary equipment may cause degraded system performance and safety. Service, repair and installation must only be performed by personnel authorized by the manufacturer. Since no goods or logs are available for investigation the root cause cannot be determined.

Event description:
It was reported that the compressor did not start. There was no patient harm. Manufacturer ref.#: (B)(4).